Event description:
It was reported that a device was used during an unnknown procedure. The device delivered a steady tone during case which the staff was unable to clear. Test tip still gave a steady tone. Opened another device to complete the case. There was no consequence to patient.